Event description:
It was reported that during a training/demo of the da vinci system, intuitive surgical, inc. (Isi) customer trainer (CT) informed technical support engineer (tse) that energy shield monitor (esm) four leds were flashing in yellow. The customer power cycled the system, but after the power cycle, the esm leds stopped lighting up entirely. The customer checked breaker and power connections, but the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the energy shield monitor (esm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.